Event description:
It was reported that the 2600 system had an a/c channel failure error message, prior to a stone removal procedure. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The tech processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.